Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete physician and device information. Further information has been requested but not yet received.

Event description:
It was reported that during the patient's ipg replacement the lead was cut. The lead was then explanted and replaced.

Manufacturer narrative:
The octrode lead was cut by the physician during the ipg explant procedure. The lead was received incomplete with only the terminal end lead segment (11.7cm) being returned. Microscopic inspection of the terminal end lead segment did not identify any fractures. Full functional test could not be performed due to being incomplete.